Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, the locking ring showed evidence of being misshapen. However, a conclusive root cause of the event could not be determined. There are warnings in the package insert that state that this type of event can occur: under warnings and precautions, number 3 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Number 4 states, "malalignment of components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure."

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. His product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet manufactures a similar device in the united states under 510k number k030055.

Event description:
During a total hip arthroplasty, the locking ring on the acetabular cup became detached after impaction. The procedure was completed with another acetabular cup. There was no delay in the procedure